Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that ventricular lead impedance had been increasing and capture thresholds decreasing since (B)(6) 2012. During an atrial lead procedure, fracture of the right ventricular lead was noted. The lead was explanted and replaced on (B)(6) 2012.